Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead. All electrical measurements were stable and consistent. The lead remains implanted.